Event description:
It was reported to philips that the system does not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system didn¿t start up. Upon troubleshooting fse found that the host pc failed to boot, and the review module was also experiencing start up issue. To resolve this issue, fse replaced the host pc and service review module. The defective host pc and service review module was returned to philips for analysis. The analysis of the host pc confirmed the malfunction as the power supply of the host pc was defective and the service module failure was observed as the anti slips were missing. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.